Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, pro7000de, hall oralmax elite high-speed drill, was reported on an unknown date as, ¿overheats.¿. There was no report of injury, medical intervention, or hospitalization for the patient as this was found during a non-surgical event. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Preventative maintenance is overdue and additional issues were found that were not related to the reported event ¿ abnormal noise, collet failure ¿ bearings, and inability to disassemble. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and found similar repairs to this complaint. (B)(4). Per the instructions for use, the user is advised that the micropower+ handpieces (pro7000se, pro7100se, pro7200se, pro7300se, pro7400se) and attachments shall be returned every 12 months for servicing. Bur guards should always be checked before use. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, pro7000de, hall oralmax elite high-speed drill, was reported on an unknown date as, ¿overheats." There was no report of injury, medical intervention, or hospitalization for the patient as this was found during a non-surgical event. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.